Event description:
An aus device was impalnted on 1/17/92. The balloon was revised on 2/9/93. The cuff was revised on 6/15/94. The cuff and pump were removed from the pt on 9/18/96 due to infection and erosion-bulbous urethra.